Event description:
Pt recently had pain in left breast and was seen by physician to check the status of implants. A mammogram showed a capsular contracture with some calcification. Pt was taken to surgery for removal and replacement of the left breast implant. The old implant was intact and had no signs of leakage. There was scar tissue and calcification in the area around the implant. The physician stated to the nurse that he felt the scar tissue was the cause of the pain and that there was no device problem. The physician did not feel this was a reportable event and therefore a voluntary report is being done.